Event description:
During servicing of a (B)(6) male patient's monitor, a reportable problem was found. The monitor failed incoming testing. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The monitor failed the incoming functional testing. The monitor reset during the incoming testing and delivered a single biphasic pulse. The cause for the reset could not be positively determined but is likely a result of corrupted data. Upon reprogramming, the corrupted software was resolved. In addition, broken leads were found on high-voltage capacitor c19 on the defibrillator board. The root cause for the broken leads on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement (B)(4)) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c19 or the corrupted software. The patient received a replacement monitor.